Manufacturer narrative:
Final analysis found foreign material in the atrial and ventricular contact springs which prevented the test leads from being inserted. This likely contributed to the reported anomalies.

Event description:
It was reported that during a post-op check, the pulse generator exhibited high impedance measurements and loss of capture. Upon opening the pocket, the physician noted that atrial port setscrew had stripped. The device was explanted and replaced. The patient was in good condition after the procedure.

Manufacturer narrative:
(B)(4).